Event description:
It was reported that an asymptomatic patient's right atrial lead had dislodged within one week of implant. Upon fluoroscopy and chest radiograph, it was noted that the lead had migrated to the ventricle. On (B)(6) 2017, the patient presented for a device replacement procedure due to elective replacement indication. During the procedure, the lead was capped. The patient was stable throughout.